Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation impedance, high pacing impedance, and high capture threshold on the implantable cardioverter defibrillator (ICD). During device exchange, it was noted that there was an infiltration in the ICD header. The physician elected to explant and replace the ICD. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
The reported event of a capture, impedance, and header anomaly were not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.